Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron jet plus g137, they allege that they have low water flow and the handpiece is heating up. No injury was reported from the alleged event.

Manufacturer narrative:
Within warranty? No. Within useful life? No. Notes: (B)(6). On (B)(6) 2025. Hpc#: - 12220. Jm/hp#: - n/a. Eav. The hpc water control knob was turn to minimum, thereby restricting water flow, causing the hp to heat up, open fc batteries, no operations when activated, control knob have been turn to maximum for water flow, batteries, water filter and tubings replaced, unit calibrated and tested to factory's specs. No other faults found. Meets factory's specs. 2 pc's were sent in. Within warranty? No. Within useful life? No. DHR was reviewed. No issues or deviations were found that would lead to the alleged event. No retention of cavitron equipment.